Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and insulin pump was rewinding slower, battery life was diminished and buttons were hard to respond. Blood glucose level of the customer was 560 mg/dl. The insulin pump will be returned for the analysis.